Event description:
It was reported that the device¿s sleep/wake button was unresponsive, indicating a mechanical or interface issue with the device¿s user control component. Symptoms included no adverse clinical effects reported. Outcomes included no impact on health status reported. Investigation included remote troubleshooting and a firmware update to assess and resolve the control responsiveness. Investigation of this case revealed that the firmware update completed successfully and the button function required post-update monitoring. It was concluded that the issue was addressed through software remediation, and the user was instructed to report if the problem recurs.